Event description:
Reporter had used two patches and wore both for about 8 hours. She wore first in 2007, with no problem. After removing patch, she used plug-in electric heating pad while watching tv in bed. She wore second patch on the following day, for approximately 8 hrs and noticed discomfort on back. She looked back in mirror and saw that it was burned. Neighbor looked at back and said it was burned and blistered. Reporter called pharmacist and he recommended neosporin, which she used and then covered areas with band aids. The following afternoon, she saw her dr, who prescribed celebrex for the original back pain and she was treating. She used the cream for 7-10 days. Area has healed, but she thinks she has permanent scarring to her back.